Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rupture". Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified brown particles and opening curved on anterior and posterior leak test and microscopic analysis was performed which identified a striated opening on anterior and posterior, observed void >1 mm in non-textured, valve-to shell-bond area, wear abrasion and creases fold. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a striated opening on anterior and posterior due to surgical damage consistent in the use of a surgical tool.

Event description:
Patient reported right side "rupture". Device was explanted.